Manufacturer narrative:
(B)(6).

Event description:
It was reported that a tip detachment occurred and was entrapped. A v-18 guidewire was selected for treatment. During the procedure, after many recanalization attempts, the tip of the guidewire detached and became entrapped in the subintimal space. There were no patient complications reported.